Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer woke up with blood glucose of 39 mg/dl and her sensor did not alert it was low. The customer treated the low readings with food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer was advised to speak to their health care provider regarding the low readings. The customer was advised to monitor the pump and call back if issues persist.